Event description:
A complaint was received from a customer that stated after they changed batteries twice within the last two weeks the numbers in the display keep fading out. It appears that most of the "tens and units" digits are missing segments. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.